Event description:
Unomedical reference number: (B)(4). Event occurred in south korea. On (B)(6) 2022, it was reported that the infusion set's tubing got detached at the connector. The site location patient's abdomen and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.